Event description:
The recipient reportedly experienced device migration. The recipient's device was explanted. The recipient was not reimplanted and is doing well. The recipient¿s device will not return to advanced bionics for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.